Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went to see a surgeon the day before the report and thought all was going well. The patient was at 1.1 volts. When the patient got home, she suddenly had reoccurring symptoms of heavy leakage of the bladder and soaked her pad. The patient tried to increase the stimulation to 1.2 volts. The stimulation was in the lower left corner of the vagina and it was uncomfortable. The patient called the doctor's office, they said to turn it off tonight, and turn it back on the next day. The patient wanted to know what the patient and technical service would suggest. It was noted that the patient decreased the stimulation to 1.1 volts and the pain went away. In addition, the patient requested on how to sync. There were no further complications or anticipations reported with this event.